Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the u.s. But, it is similar to the e-luminexx vascular stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent products are identified. Medical device - expiry date: 06/2022.

Event description:
It was reported that during treatment, the stent delivery system allegedly experienced resistance when loaded onto the guidewire and failed to advance. It was further reported that another device was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned catheter sample which was returned without a stuck guidewire it was confirmed that the stent prematurely deployed although the deployment mechanism was not in use. I was assessed to be likely that the premature deployment was related to the reported guidewire issue. A manufacturing related issue could not be identified. Labeling review: based on the lot number reported the following instructions for use (IFU) were supplied with the product: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU state: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. Regarding accessories and preparation the IFU states: 'the catheter tip is tapered to accommodate a 0.035¿ (0.89 mm) guidewire. The guidewire exit port is located at the proximal end of the delivery system. Prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing eliminates air bubbles from the inner catheter lumen and lubricates the surface between the inner and outer catheters.' The IFU further state: 'visually inspect the bard e¿luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' The e-luminexx vascular stent system is indicated for use in the iliac and femoral arteries. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment of ivcs, the stent delivery system allegedly experienced resistance when loaded onto the guidewire and failed to advance. It was further reported that another device was used to complete the procedure. There was no reported patient contact.